Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 23mmx32mm was located in the severely tortuous and moderately calcified distal end of left anterior descending artery. A 38 x 2.50 promus premier drug-eluting stent was advanced but resistance were encountered. The physician then withdrew the stent and found that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 23mmx32mm was located in the severely tortuous and moderately calcified distal end of left anterior descending artery. A 38 x 2.50 promus premier drug-eluting stent was advanced but resistance were encountered. The physician then withdrew the stent and found that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier ous mr 38 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.